Event description:
It was reported that a symptomatic patient presented in clinic with post-sensed t-wave oversensing on the ventricular lead as noted on the stored egm. The patient received inappropriate hv therapy. Reprogramming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.